Event description:
The reporter stated that the surgeon was inserting a single piece silicone lens model aa4204vf into pt's eye and the lens tore. The surgeon removed the lens and replaced it with another model without any pt injury.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows that a portion of the lens haptic is torn off and missing. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and eval of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for eval.